Event description:
In 02/2002, the manufacturer's legal representative informed the manufacturer's representative of the following: from 1998 up to and including 07/1999 during using and operating the device, the apparatus failed in that it broke apart, causing a five inch piece of the device catheter to lodge within the patient's pulmonary artery".